Manufacturer narrative:
Complaint no: (B)(4). The device has been received by baxter and is currently awaiting evaluation. Upon completion of the device evaluation, or if any additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). This lot was manufactured between november 12, 2013 and november 13, 2013. Evaluation summary: baxter received one unit for evaluation. Visual inspection noted a ruptured bladder. The ruptured bladder was microscopically examined and markings located on the exterior surface of the bladder were observed near the rupture line. The cause of rupture could not be determined. A CAPA has been initiated to investigate the rupture. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a folfusor¿s bladder ruptured during filling. The device was being filled with a glucose diluent. There was no patient involvement. Additional information was requested and is not available.